Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed. Device not returned.

Event description:
It was reported that the wake button was sticking. There was no impact to the customer¿s blood glucose. Reportedly the customer reverted to manual injections for insulin therapy.